Event description:
Product analysis was completed on the returned lead. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. An abraded opening was identified in the outer silicone tubing and a lead fracture was verified. The end of the portion of the lead returned was abraded/torn at the inner and outer tubing. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the end of the coil. Due to metal dissolution the fracture mechanism cannot be ascertained. Dried body fluids were identified in the out lead tubing with no other point of entry besides abraded opening and cut ends/openings caused by surgery. Leads were tangled inside the outer tubing at two places no further relevant information has been received to date.

Event description:
The explanted lead was received for analysis. Analysis has not been completed on the returned lead to date.

Event description:
It was reported that high impedance was observed on the patient's device pre-operatively to a planned replacement due to battery depletion (battery reported at 8% remaining).the generator was replaced and high impedance was still observed and the output current of the generator was left off. The lead was not replaced at that surgery. Note that previously the patient had been seen with increased seizures at pre-vns levels that the doctor attributed to the battery status. The lead was revised due to high impedance at a later surgery and the high impedance resolved. . The explanted product has not been received to date.